Event description:
The report indicated that the caller needed assistance with updating their pump time due to an incorrect display, although the reason for the discrepancy was unknown. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in significant deviations. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with the caller understanding and acknowledging the guidance.